Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was trying to turn off an alarm while he was on a high ladder. When he was attempting to insert back in his pocket the device feel to the concrete floor. The bottom part of the device broke off and he can see the motor. The device was alarming motor error. Customer's blood glucose was 177 mg/dl. Troubleshooting was performed for damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The motor error alarm could be verified due to unresponsive buttons. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a broken off end cap.